Event description:
The customer complains blood leak during the treatment. The blood leak is insignificant. No patient harm and no medical intervention was needed.

Manufacturer narrative:
Additional manufacturer narrative: no further info is expected for this specific event and the case is considered closed. Gambro does not regard the submission of this report as an admission of liability.